Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) had gone into backup mode after magnetic resonance imaging (MRI) scan. MRI device settings were enabled prior to scan. High voltage therapy capacities were disabled while device was in backup mode. The device was able to be reset successfully. There were no patient consequences.